Event description:
It was reported that this right atrial (ra) lead is experiencing jumpy impedance measurements. Lead failure is suspected. The lead remains in service. No adverse patient effects were reported.